Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had a cardiac stent implant in (B)(6) 2012 and after the stent implant the patient lost the majority of therapy. All impedances were > 4000 ohms. The implantable neurostimulator (ins) battery was at 2.6v. The manufacturer represen tative was going to discuss options with the health care professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the cause of the event was undetermined. There was no information available regarding the stent. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.